Manufacturer narrative:
The MFR did not yet received the devices for review. As no product number is known, the review of the quality records could not be performed. At this time the cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should the devices be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measure is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt received a biolox hip generic on (B)(6) 2012 and was revised on (B)(6) 2012 due to luxation and dislocation of the inlay. It was further reported that there was a strong clicking sound within the hip.